Event description:
The customer observed a falsely elevated alinity I free t4 result for one sample. The following data was provided (customer provided reference range: 0.7 to 1.48 ng/dl): sid (B)(6) processed on (B)(6) 2024 initial result = >5 repeat result = 1.29 ng/dl no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 57607ud00, however, in-house performance testing was completed which indicates the product is performing as expected. The following complaint lots were tested in house due to elevated activity and/or reportable status and all acceptance and validity criteria have been met, 45035ud00, 45640ud00, 46262ud00, 48147ud00, 48511ud00, 51650ud00, 53312ud04, 54471ud00, 56159ud00, 56201ud00, 57272ud00, 57607ud00, 57626ud00, 59141ud00, 60071ud00, 61390ud00, 61236ud00, 63089ud00 and 61390ud00. The results of the precision and accuracy study performed by the technical team indicates that the alinity free t4 assay returned results within acceptance criteria. No product deficiency has been found and these reagent lots continue to perform as intended. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 57607ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier (B)(6).

Event description:
The customer observed a falsely elevated alinity I free t4 result for one sample. The following data was provided (customer provided reference range: 0.7 to 1.48 ng/dl): sid (B)(6) processed on (B)(6) 2024 initial result = >5 repeat result = 1.29 ng/dl no impact to patient management was reported.